Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2019. Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged, with no capture and sensing of the atrium and right ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.